Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was in the lcx / om with mild tortuosity, moderate calcification, and 90% stenosis. The voyager balloon catheter was delivered to the lesion and inflated; however, the balloon ruptured at 12 atm. The lesion was further dilated using another company's balloon. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, anatomy, previously implanted stent, calcification and tortuosity, or insufficient prep. It is possible that the balloon material was damaged during interaction with other devices and/or lesion calcification, such that the balloon ruptured at 12 atm. Return of the rx voyager balloon catheter used during the procedure may have aided in eval and determination of cause for the reported balloon rupture. A conclusive cause for the reported balloon rupture could not be determined.